Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 6 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results). 1 device: actuator; gears; rod/shaft / mechanical problem identified; wear problem. 1 device: wheel / wear problem. 1 device: actuator; gears / mechanical problem identified. 1 device: actuator / mechanical problem identified. 1 device: rod/shaft / mechanical problem identified. 1 device: fastener / device migration. 1 device is pending evaluation. Evaluation results findings (components/results). 1 device: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between january 1- march 31, 2026. This report summarizes 7 malfunction events(s), where it was reported the devices experienced reduced/inadequate brake force. No adverse consequence or clinically relevant delay in treatment was reported.